Manufacturer narrative:
An event regarding loosening, crack/fracture and altr involving an accolade stem was reported. Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event. The event was reported for an accolade hip. Which loosened, failed, fractured, and caused metallosis. There is no allegation of failure against the trident shell. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent a total hip arthroplasty on (B)(6) 2005 where she was implanted with an accolade hip. It is further alleged that the device loosened, failed, fractured, caused metallosis, and had to be removed approximately 8 years post-op on (B)(6) 2013.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent a total hip arthroplasty on (B)(6) 2005 where she was implanted with an accolade hip. It is further alleged that the device loosened, failed, fractured, caused metallosis, and had to be removed approximately 8 years post-op on (B)(6) 2013.